Event description:
Dome detached during traction removal. Detached portion was removed endoscopically. Indwelling period is 180 days. Administration: furosemide, levothyroxine sodium, sodium chrolide, sodium picosulfate. Vinegar was used for maintenance. Lubricant was applied before removal. The device was free-floating within the fibrous tract before removal the depth of stoma was normal.